Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.